Manufacturer narrative:
Product analysis: fluoroscopic images received confirm the tortuous nature of the lima to the lad. The reported dislodgement is confirmed from the images. It appears that the stent delivery system failed to negotiate the severely tortuous bend in the lima, and the stent dislodged on removal attempts. However, this activity was not captured on the images provided. The dislodged stent can be seen in the images proximal to the tortuous bend. Subsequent activity shows attempt to remove the stent, but this was not successful. The stent was crushed with a balloon into the wall of the lima, followed by stent deployment throughout the lima. This resulted in the tortuous section being partially straightened with the stent deployments. A jacket of successfully deployed stents can be seen in the lima. It appears that the tortuous nature of the graft vessel impacted on the failure to deliver the stent and the subsequent stent dislodgement. Correction: annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a severely tortuous, mildly calcified lesion in the mid mammary graft. The target lesion was the native left anterior descending (lad) artery, distal to the internal mammary artery (ima) insertion. The left internal mammary artery (lima) was very tortuous. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent dislodgement occurred during removal following a failed delivery. It was detailed that two shorter stents were successfully deployed to the native lad. It was believed that the 2.25x38 onyx frontier stent would go to the native lad, however, stent dislodgement occurred. There was a guide catheter induced dissection proximal to the stent dislodgement, which occurred before the stent dislodgement. An attempt was made to retrieve the dislodged stent but was unsuccessful. Eventually, wire position was lost, and access was switched from the right radial to a femoral approach. It was then possible to wire the ima and deploy stents over the dislodged stent crushing it into the vessel wall behind a non-medtronic stent. An impella was used for support. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the lesion being treated had 85% stenosis. The device did not pass through a previously deployed stent. Resistance was not noted during the attempted withdrawal of the device and excessive force was not used. It was a non-medtronic guide catheter that was used in the procedure. The dislodged onyx frontier stent did not cause or contribute to the dissection. It is reported that the patient is critically ill and still in the hospital on an impella. Patient weight and gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.